Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the analysis found no anomalies. It was also found that there was blood / body fluid on all conductors at the electrode end. The lead was stretched. The full lead was returned for analysis.

Event description:
It was reported that left ventricular (lv) lead was attempted to be implanted, but could not be implanted due to patient anatomy. The lead was removed. No patient complications have been reported as a result of this event.